Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace impedances. Since implant, pace impedances have been 400-500 ohms and then there was an acute jump to over 2000 ohms. There was also noted noise on the rate/ sense portion of the lead that led to anti-tachycardia pacing (atp) and three inappropriate shocks. The three shocks and atp were not in the same episode, so therapy was not exhausted. The noise did not lead to any pace inhibition or asystole lasting greater than two seconds. As a result of the elevated pace impedance and noise, another procedure was performed. The rate/sense portion of the lead was capped and the high voltage portion remains in service. A new rate/sense lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.